Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies, excluding damage to the lead body incurred during the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that shortly following the implant procedure, the right ventricular (rv) lead dislodged. The physician alleged that the dislodgement occurred due to the patient's tortuous cardiac anatomy during the implant procedure. The physician elected to cut and explant the rv lead to resolve the event. During the implantation of the replacement rv lead, a transthoracic echocardiogram was used to successfully aid the physician in finding a suitable implant location in the right ventricle. The patient was stable with no additional adverse consequences. The rv lead was subsequently returned for analysis.